Manufacturer narrative:
Lot number updated. Complainant part is not expected to be returned for manufacturer review/ investigation. Corrected data, updated event date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: ktt, hrs. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for a surgery remove two screws from femur plate to be able to lock the hip nail but the screws are fatigued. Patient had a hip fracture and surgeon decided to use a hip nail implant, but the patient had a distal femur plate that was implanted six years ago. The surgeon successfully extracted the thread. There were no patient consequences. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device this is 1 of 1 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: cortscr 4.5 self-tap l36 ti was received at us cq. Upon visual inspection at cq, it is observed that screw got broken proximal to the threaded part just below the head. The fracture surface appears homogeneous without any voids or dark spots. Broken part was returned at cq. The rest of the threads got discolored and severely deformed. Thus, the complaint is being confirmed. Defect identified/ device failure? Yes. Dimensional inspection: dimensional inspection of the received device cannot be performed at cq due to post manufacturing damage. Document/ specification review: the following drawing(s) was reviewed; no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: visual inspection, and document specification review of the received device was performed at cq. The complaint is being confirmed as the screw got broken proximal to the threaded part just below the head. While a definitive root cause for the reported problem cannot be determined, it is possible that the screw might have encountered unintended forces during explantation. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part : 414.836, lot : 8647285, manufacturing site: grenchen, release to warehouse date: oct. 03, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.